Manufacturer narrative:
Gtin number for item: (B)(4), lot: 17055127 is 07613203020992. No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a leak of chemotherapy medication which occurred when the infusion was started. There was no patient harm.